Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman truseal access system (was). At the time of the procedure the patient presented spontaneous echo contrast. After the transseptal puncture echocardiogram imaging revealed there was difficult accessibility to the laa ostium. As the procedure continued, rolling movement was observed within the laa which was determined to be a thrombus. Contrast was injected through the was and the procedure was discontinued. Apixaban 2.5mg was prescribed for one month. A transesophageal echocardiogram and tomography will be performed at a later date for a potential second attempt at a laa closure procedure. The patient fully recovered.